Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 31 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 241 ml; flow rate: 5 ml/hr; procedure: chemotherapy delivery; cathplace: unknown; infusion start time: unknown; infusion stop time: unknown. It was reported that the "pump infused chemo 10 hours fast...patient did not have any side effects of it [medication] going in too fast."